Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this chronic right ventricular lead was removed from service for an unknown reason. Efforts to obtain additional complaint details were unsuccessful. No additional adverse patient effects were reported.